Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure an attempt was made to implant a stent distal to a newly implanted stent. The delivery system would not fully deflate and was forcefully removed from the stent, causing a dissection. An additional stent was placed to cover the dissection.